Manufacturer narrative:
Reported event: an event regarding infection and osteolysis involving an unknown implant triathlon insert was reported. The event was not confirmed. Method & results:  device evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated x-rays: ap, lateral, patellar views right knee - uncemented tka with no gross pathology. Lucency noted under medial tibial component plateau. "11/24/20 list of implanted components: #6 right ps femur pa, #6 pg keel tritanium, 35/10 press fit asymmetric patella, #6/9mm x3 ps insert." No clinical or pmh, no patient demographics, no operative reports, no bacteriology lab reports, no dated serial x-rays, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, complete clinical or pmh , subsequent revision operative reports, laboratory or pathology reports, examination of explanted components are required to complete the investigation for determining a root cause. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "right knee revision due to infection. Surgeon states ¿there appears to be osteolysis under medial portion of tibia.¿" spoke to rep, who provided primary usage report and x-rays. All components were revised. No further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 6 baseplate; cat # unk_jr; lot # unknown. Triathlon 6 rt ps femoral component; cat # unk_jr; lot # unknown. Triathlon 35x10 asymmetric patellar component; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "right knee revision due to infection. Surgeon states ¿there appears to be osteolysis under medial portion of tibia.¿" spoke to rep, who provided primary usage report and x-rays. All components were revised. No further information will be released by the hospital or surgeon.